Manufacturer narrative:
The device was being used during treatment when system crashed. The log files nor any case screenshots were returned for evaluation. The software version was not recorded, but DHR review shows that all navio software versions released to the field have been validated. A complaint history review was performed and found 20 reports of the issue. This issue will continue to be monitored. The failure has been identified in the risk file. The surgical technique guide released at the time of the complaint (pn 500095 rev#d) provides instructions on how to recover to a fully manual procedure in the case the of a navio surgical system failure at any point during the surgical case. A failure can consist of, but is not limited, a system software crash, unrecoverable hardware failure, handpiece failure with no back available, tracker array failure or loss of contact with bone that is unrecoverable., etc. There is no indication in this complaint that the user did not follow the IFU. A relationship between the device and reported event has not been established. Without the actual log files or case screenshots, the issue could not be confirmed. The root cause of the reported event could not be determined. No corrective action or containment is recommended at this time. If the log files or case screenshots are returned, the complaint will be re-investigated at that time. Based on the information provided, the root cause could not be definitively concluded and further patient impact is not anticipated. No further medical assessment is warranted at this time.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that, during a knee surgery, the navio unit crashed at start of procedure. The case was abandoned. The procedure was completed with manual instruments. Surgery was minimally delayed. The patient outcome is unknown.